Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. The core wire of the guidewire appeared to be intact during tactile evaluation. A microscopic observation revealed the most distal coil of the guidewire was bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. No evidence was observed which suggested a root cause to the event. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of rebw0774 showed nine other similar product complaint(s) from this lot number.

Event description:
It was reported that burrs were found at the tail end of the mst when it was being flushed before insertion, making the catheter fail to cross introducer sheath. It was replaced with a new mst kit, and the insertion procedure was completed.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0774 showed nine other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that burrs were found at the tail end of the mst when it was being flushed before insertion, making the catheter fail to cross introducer sheath. It was replaced with a new mst kit, and the insertion procedure was completed.